Event description:
The customer received questionable thyrotropin (tsh) results on their cobas e601 analyzer, serial number (B)(4). The patient's initial tsh result was 63.57 uiu/ml. The sample was repeated on an advia centaur analyzer and the result was 22.0 uiu/ml. Both results were reported outside the laboratory. There were no allegations of any adverse events. The customer suspected a nonspecific immunoreaction was interfering. The customer sent the sample to the local service representative for investigation. The local investigation confirmed the customer's result. Interference by igg was suspected.

Manufacturer narrative:
The patient sample was investigated for a possible interference by the reporting customer. An interference to igg was identified by the customer. Based upon information provided, the igg might be tsh specific macro tsh since a significantly elevated tsh value was also measured on the siemens centaur. The presence of macrotsh in the patient sample is most likely. This interference is documented in the package insert. Further testing could not be performed to determine the exact nature of the interference as the sample was not provided for investigation.

Manufacturer narrative:
This event occurred in (B)(6).